Manufacturer narrative:
As reported on 01-may-2019: at this time no conclusions can be made. The attorney alleges additional surgery, infection and explant of the device; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records and sterility was performed and found that the lot was manufactured to specification. The actual date of event is unknown, reported as "(B)(6) 2018"; therefore, we are using (B)(6) 2018 as date of event. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum dated july-10-2019: this is an addendum to the initial emdr to correct the manufacture date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2015, patient had surgery for a moderate size symptomatic umbilical abdominal hernia. As alleged a bard ventralex hernia patch implanted in the patient. It is also alleged by the patient's attorney that sometime in (B)(6) 2018, patient began to experience severe pain and discomfort in his abdominal area and sought medical care and learned that his bard ventralex mesh had become severely infected and had not responded to antibiotic therapy and was excised and removed and he was required to be hospitalized, undergo surgery, and left in an open surgical condition to allow for the area to heal after removal of the mesh. As reported, patient has endured pain and suffering and was permanently injured, damaged and scarred due to the alleged defective ventralex mesh.

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges additional surgery, infection and explant of the device;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records and sterility was performed and found that the lot was manufactured to specification. The actual date of event is unknown, reported as " (B)(6) 2018"; therefore, we are using (B)(6) 2018 as date of event. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2015, patient had surgery for a moderate size symptomatic umbilical abdominal hernia. As alleged a bard ventralex hernia patch implanted in the patient. It is also alleged by the patient's attorney that sometime in (B)(6) 2018, patient began to experience severe pain and discomfort in his abdominal area and sought medical care and learned that his bard ventralex mesh had become severely infected and had not responded to antibiotic therapy and was excised and removed and he was required to be hospitalized, undergo surgery, and left in an open surgical condition to allow for the area to heal after removal of the mesh. As reported, patient has endured pain and suffering and was permanently injured, damaged and scarred due to the alleged defective ventralex mesh.